Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 48 mg/dl and patient treated with food. Customer indicated that the pump settings are correct. Troubleshooting advised customer to monitor the pump and follow up with their doctor regarding the low blood glucose. Customer indicated that they have lost weight and may have been a reason for the low blood glucose. No further details given.